Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
Related manufacturing ref: 3005334138-2019-00425, 3005334138-2019-00427 following an atrial fibrillation procedure, the patient experienced a stroke. Following the procedure, the patient was observed in the hospital for 8 days and then discharged. A few days later, the patient presented to the hospital for a stroke. The patient was alert on (B)(6) 2019. Paralysis of one side of the body seemed to be regressing. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke remains unknown.